Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero extension set was cracked. The following information was received by the initial reporter with the following verbatim it was reported that two of the maxzero were cracking.